Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 42 mg/dl. The customer stated that she needs help with her pump settings. The customer states her trainer provided her with a paper with her settings but did not walk her through programming them into her pump. The customer was assisted with troubleshoot. The product was not returned for analysis.